Event description:
Unique identification (uid) is not used in certain pegasys dicom configurations. Consequence: on the same day, files from different cameras and from different pts can have the same uid's.